Event description:
It was reported that the patient received inappropriate atp and high voltage therapy for supraventricular tachycardia due to programming configurations. The device was reprogrammed.